Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had moved from the original position causing pain to the patient. The ipg was moved slightly up and deeper. The patient was doing well postoperatively.